Manufacturer narrative:
Reporter institution phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during an internal defibrillator test in the course of implanting a subcutaneous ICD, a total failure of the hemodynamics unit occurred. According to the customer, there was no ECG, no blood pressure, and saturations could not be derived for several minutes. The hemodynamic module had to be switched off and on again (rebooted). There was no reported patient impact / injury.